Manufacturer narrative:
The reported issue was inconclusive. The device was not returned. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be outlet water temperature regulation error due to heater element(s) failure. However, there was insufficient information to confirm this potential root cause. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use under baw2800300 rev. 2 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: a,d,e,g,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse states they stopped therapy because the patient is very cold and getting colder. Patient temperature (pt) was 30c, targeted temperature (tt) was 36c, water temperature (wt) was 15c, arctic sun esophageal reads 30c and oral temperature reads 32c, good pad coverage. They had another device and thought they would swap this one out. Explained they could pull the data file and review monday. Per customer via phone on (B)(6) 2024, it was reported that the patient was a female in her 30's. Therapy was completed on a different device and there was no impact to the patient. Did troubleshooting with the support tech, but the issue was not resolved. The device was sent to biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse states they stopped therapy because the patient is very cold and getting colder. Patient temperature (pt) was 30c, targeted temperature (tt) was 36c, water temperature (wt) was 15c, arctic sun esophageal reads 30c and oral temperature reads 32c, good pad coverage. They had another device and thought they would swap this one out. Explained they could pull the data file and review.